Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error travel course" was not confirmed/replicated. The pumps alarm history was reviewed, and no error codes were found. The following components were replaced due to damage including- top case, right plunger, ear clip and battery door. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "travel course error." There was no patient involvement.